Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. It was reported that the equipment and nav interface racks for the navigation system were replaced. In addition, the io hub was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while in a cranial resection, the navigation system displayed that the localizer was not connected prior to patient registration. It was noted that the navigation system was unresponsive to prompts from the user when attempting to troubleshoot. Restarting the niu and racks restored functionality. There was a reported delay to the procedure of 5-10 minutes due to this issue. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
A software investigation was initiated to determine the probable cause of the anomaly. The investigation found that the reported issue was unrelated to the software of the navigation system.

Manufacturer narrative:
The navigation interface transceiver was returned to the manufacturer for analysis. The transceiver was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The io hub was returned to the manufacturer for analysis. The io hub was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.